Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that pt started trial yesterday and caller got a call from pt where pt stated pt is in pain and her incision site was bleeding ¿ rep told her to call the doctor. The pt ended up going to ER and the leads were removed yesterday. The pt met with managing doc today and the hcp states the pt had an allergic reaction to mastisol. The caller states that the allergic reaction, per doc, was in a circular motion just as the mastisol was applied in a circular motion. The pt is currently being monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.